Event description:
It was reported that the apexpro telemetry server (ats) shut down unexpectedly. A total of 14 pts were unmonitored for three hours. The loss of monitoring was immediately noticed by hospital staff and did not contribute to a death or serious injury or require medical intervention. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The occupation of the initial reporter is unknown.